Manufacturer narrative:
The analysis is ongoing. The results will be provided when the investigation is completed.

Event description:
Following the information reported, the maxi move passive floor lift mast dropped unintentionally when the lift was used to transfer the resident. The resident and aid sustained bruises. The device evaluation revealed that the actuator, emergency hex were broken and the emergency pin was missing. The device was removed from use.

Manufacturer narrative:
The lift failed functional testing, as it began to lower when weight was applied and the control button was released, due to mechanical damage to the actuator. The claimed issue was recreated. After an initial analysis conducted by the manufacturer's engineering team, the customer was contacted several times to gather photos of the damaged actuator and to check whether the device could be repaired by arjo. However, there was no response from the customer. The engineering team presented the most likely cause, which, however, could not be confirmed without photos of the actuator. The damage to the clutch bearing of the column actuator could cause the actuator to be unable to hold the load, leading to the unexpected descent of the patient. The clutch bearing is the part responsible for stopping the descent of the patient when suspended. This issue may occur whether the safety pin is present or not. Regarding the missing safety pin, the absence of this component alone does not cause the unexpected descent of the patient. To sum up, the exact cause cannot be determined due to a lack of evidence (photos and device repair results that could confirm the potential cause and verify whether the clutch bearing was indeed faulty). The device did not meet specification as some components were damaged and the mast dropped. The complaint decided to be reportable due to the mast allegedly dropping unintended during use. Non-serious injury was claimed.